Event description:
On (B)(6) 2022, fresenius became aware this peritoneal dialysis (pd) patient was hospitalized for covid-19 and peritonitis. No additional information was provided during intake. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a covid-19 infection and peritonitis, which required hospitalization. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Additionally, limited information precluded a more comprehensive clinical investigation. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be excluded as having caused or contributed to the patient¿s adverse events. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler as before the events.

Event description:
On (B)(6) 2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (same day) for covid-19 and peritonitis (discharge date not provided). No additional information was provided during intake. On (B)(6) 2022, the patient contacted fresenius technical support due to feeling unwell and was requesting assistance contacting his pd registered nurse (pdrn). On (B)(6) 2022 it was confirmed the patient was readmitted on (B)(6) 2022 due to weakness and feeling ¿wobbly¿ (vertigo). As of (B)(6) 2022 the patient remained hospitalized and had transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.

Manufacturer narrative:
Investigation clinical investigation: temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of a covid-19 infection, vertigo, weakness, and peritonitis, which required hospitalization. The etiology of the peritonitis, weakness, and vertigo is unknown; therefore, causality cannot firmly be established. Additionally, limited information precluded a more comprehensive clinical investigation. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be excluded as having caused or contributed to the patient¿s adverse events. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, fresenius became aware this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (same day) for covid-19 and peritonitis (discharge date not provided). No additional information was provided during intake. On (B)(6) 2022, the patient contacted fresenius technical support due to feeling unwell and was requesting assistance contacting his pd registered nurse (pdrn). On (B)(6) 2022 it was confirmed the patient was readmitted on (B)(6) 2022 due to weakness and feeling ¿wobbly¿ (vertigo). As of (B)(6) 2022 the patient remained hospitalized and had transitioned to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., culture/cell count results, discharge summary, hospital records, medication records, causality) have thus far proven unsuccessful.